Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, the tampered seal label was missing and there were visible cracks on the of the lcd screen. During functional testing, the device displayed a high alarm, air in line detected. The air detector was found to be inoperable. The air detector was replaced to resolve the issue found during functional testing. Following part replacement, the unit passed all functional testing. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause for the confirmed issue could not be determined. Operator of device and initial reporter also sent report to FDA is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump gives constant air in line alarm when started. No patient harm was reported.